Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 500 mg/dl; cause was not known. Ketones were present. Customer went to the emergency room (ER) and was treated with intravenous insulin. Healthcare provider identified ketones as being dangerous. After 6 hours, customer left the emergency room feeling better with a bg of 72. Customer reverted to using manual injections for insulin therapy.